Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and discomfort. On an unreported date the patient was treated with unspecified antibiotics for the event. The cause of the peritonitis was unknown. Dianeal therapy was ongoing. Ten days after the peritonitis onset the pd fluid was reported to be clear. On an unreported date, the patient was discharged from the hospital. Eleven days after the first peritonitis event the patient experienced and was hospitalized the same day for recurrent peritonitis manifested by cloudy effluent. The cause of the recurrent peritonitis was unknown. On an unknown date, the patient was treated with vancomycin 1 gram (route, frequency and duration not reported) injection of amikacin (dose, route, frequency and duration not reported) and injection of heparin, as needed (dose, route, frequency and duration not reported) for the recurrent peritonitis event. On an unreported date, the pd catheter was removed. On an unreported date, the patient discontinued dianeal therapy. At the time of this report the outcome for this peritonitis event was unknown. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).